Event description:
On (B)(6) 2012, the reporter contacted animas alleging that whenever he reboots the pump, the time was off by 30 minutes and that he has to correct it. He denied that the time and date defaulted to factory settings. It was noted that the patient and the pump were not available to troubleshoot. There were no reported bg excursions. This complaint is being reported due to the alleged time issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 05/28/2012. Device history record review was conducted on 05/01/2012 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.